Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 15:17:19. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional: this complaint is an ancillary service event, and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-15530 for the investigation. If any additional information is received, a followup will be sent